Manufacturer narrative:
Analysis found the sensing cable fractured close to the connector end due to fatigue.

Event description:
It was reported that an alert was triggered due to high impedance. Noise, and high capture threshold were noted. Sensing could not be measured. At explant, lead fracture was observed near lead connector.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.